Manufacturer narrative:
(B)(4). The results of this investigation concluded both leaflets opened and closed completely and easily when manipulated, and minimal pannus formation was found on the sewing cuff with focal calcification. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus and calcification formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 1998, a double valve replacement was performed. This 25 mm sjm mechanical valve was implanted in the mitral position and a 19 mm sjm mechanical valve (model: 19ahp-105, sn: (B)(4)) was implanted in the aortic position. On (B)(6) 2015, the 25 mm sjm mechanical valve in the mitral position was explanted due to a paravalvular leak. An on-x25mm valve was successfully implanted. The aortic valve remains implanted.